Event description:
It was reported that the right atrial (ra) lead showed increasing threshold over that last year. There was high impedance and a confirmed fracture. There was insulation damage visibly noted at the proximal end of the lead. It was also reported that there was noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2006. (B)(4).